Event description:
A stent was placed in a pt for treatment of dysphagia and esophageal stenosis. There was an incomplete proximal opening after release into the esophagus. So the physician positioned a new stent without any inconvenience to the pt. Four days later, the pt died from complications not related to the stenting.